Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products:tsv4b13, imp,tsv,4.1mm,sbm,13/ lot number-62009733. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's crown broke off at tooth location #20, however despite attempts, the screw could not be removed. Therefore, the implant had to be removed instead.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) imp, tsv, 4.1mm, sbm, 13 (tsv4b13) and one (1) unknown screw were returned for investigation. Visual evaluation identified that the abutment screw fractured off inside the implant and there was bone debris on the external threads of implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The product was returned, and the reported event of does not disengage/release could not be verified. Based on the evaluation, device malfunction has occurred. (Fractured screw). However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR & complaint history review could not be performed, as the subject lot numbers associated with the reported products is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The complaint is related to the functional performance of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading, used outside of intended use, and user error. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.